Event description:
The report received from the field indicated that during an interventional procedure the device failed to cross the target lesion. There was no reported pt injury. When the product was returned for inspection, the proximal stent struts were noted to be uplifted. Additional information was requested, but is not available.

Manufacturer narrative:
A report was initially rec'd that a cypher sds was associated with failure to cross a lesion. Upon receipt of the product, the proximal stent struts were noted to be uplifted. The event involved a pt of unknown age, gender and medical history. The reason for the pt's admission was not reported; but an angiogram revealed a lesion in an unknown vessel. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the introduction of a 2.50 x 23mm cypher stent. Attempts to cross the lesion were unsuccessful and the product was removed without injury to the pt. The product was returned for evaluation with its' associated stent. Visual examination revealed that the product had multiple kinks. The stent was damaged with uplifted proximal struts and a kink in the middle aspect. The stent had also moved distally on the balloon and bumping marks were noted on the proximal aspect of the balloon. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. The causes of the damages could not be conclusively determined. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event. There is no clear indication that this event was design or mfg related. Please note that this is the initial/final report for this product.